Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned. Evaluation was unable to confirm the alleged issue. The returned meter passed testing with no faults found. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter displayed an "ER 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in the middle of (B)(6) (year not specified). The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). The patient skipped/ stopped his usual dose of medication. Prior to the alleged issue, the reporter claimed the patient was "not feeling good." At an unspecified time after the start of the alleged issue, the reporter claimed the patient began to have a seizure. The reporter administered the patient a glucagon injection as treatment. The reporter stated emergency medical services (ems) was contacted and tested the patient's blood glucose at "60 mg/dl" with another device. The patient was taken to the emergency room (ER) where a CT scan and laboratory tests were performed. The reporter did not specify results obtained from the laboratory device. At the time of troubleshooting, the cca tried to walk the reporter through a retest but was not able to walk through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.